Event description:
It was reported that a patient underwent a laparoscopic ipom incisional hernia repair on (B)(6) 2012 and suture was used to secure the mesh. Approximately, six months post operative the patient developed a bulge in the area. A CT scan was done which confirmed a recurrent hernia. The patient opted to wait for the reoperation and the surgery was done on (B)(6) 2013. During the procedure, it was noted that the mesh had partially slipped into the fracture gap and the suture was torn. The defect was repaired with a different mesh.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.